Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a defibrillator/pacer implant procedure on (B)(6) 2010 and suture was used. Three days after the procedure until now the patient has been bothered by hives. Zyrtec (1 tablet per day), zantac (1 tablet per day) and hydralazine (1/2 tablet at bedtime as needed) have been prescribed. No further information was provided.